Manufacturer narrative:
The two nc euphora rx ptca balloon catheters were being used for post-dilation in the main lad. The lesion had 80% stenosis and minor tortuosity. The devices were inspected prior to use with no issues noted. No issues were noted during negative prep. Resistance was not noted during advancement. A 25 atm pressure was applied prior to the burst. The devices were not moved or repositioned prior to the burst. The procedure was completed successfully using non medtronic balloons. No patient injury was reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use two nc euphora rx ptca balloon catheters. It was reported that balloon burst occurred during the procedure. The procedure was completed using a non medtronic balloon.

Manufacturer narrative:
Product analysis summary: the balloon returned with hardened blood visible in the balloon and inflation lumen. The balloon folds remained intact. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the transitional tubing. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a longitudinal tear on the transitional tubing from approx. 0.5cm to 3cm proximal to the guide wire entry port. The material was jagged and uneven at the tear site. Lead in scratches were evident proximal and distal to the tear site. The device was cut distal to the guidewire entry port and a makeshift luer was attached in order to attempt inflation. It was not possible to inflate the balloon due to the hardened blood in the inflation lumen and the in the balloon. If information is provided in the future, a supplemental report will be issued.